Event description:
Contact reports that after drilling two holes, the tip of the drill broke off in the pt's bone. The screws were placed before anyone realized that the tip was stil in the bone. The procedure was completed and there was no aderse pt consequences as a result of this situation. As an unintended portion of the device remains in the body an MDR is being filed to document this event.